Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported there was a blood back event involving the intra-aortic balloon (iab) where there was a balloon rupture. There was no reported injury of the patient.